Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's allergy testing revealed no allergic reaction. Device revision surgery has been scheduled.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced electrode extrusion. On (B)(6) 2015, the recipient had skin flap revision surgery. The recipient had another skin flap revision surgery on (B)(6) 2016 due to electrode extrusion. During the procedure, fibrous tissue and granulation was noted along the electrode and fantail. The site was cleaned and closed. The electrode extruded again. The skin was bandaged. The recipient is reportedly experiencing poor wound healing. A skin allergy test has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient has healed without complications.